Event description:
It was reported the patient received the following results within 15 minutes: 156 mg/dl and 80 mg/dl. The patient experienced symptoms of hypoglycemia but he was fine and could self-treat.